Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported for the event. The customer stated that she changed the infusion set two days prior to the hospitalization and bolused several times, but the high blood glucose levels continued. Troubleshooting was performed and the programming was correct. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.